Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 13.2mm, vicmo 13.2, -10.50 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury, the lens was removed within the same surgery. On (B)(6) 2019 a replacement lens was implanted and the problem was resolved. Cause of event was reported as unknown.